Event description:
The operator on this x-ray sys was not able to see generated exposures or fluoro images. This problem occurred during a case. The pt was not injured.

Manufacturer narrative:
Method: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Results: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.